Event description:
It was reported that an 8120 pca was affected by syr pca gripper recall and r111. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8120 pca was affected by syr pca gripper recall and r111. There was no reported patient involvement.

Manufacturer narrative:
Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacture, imdrf annex a,b,c,d & g grid. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available. H3 other text : see manufacturer narrative.